Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-12990 broke during a case. Upon firing the scorpion the bottom jaw broke off inside patient and was recovered. The case was completed with a different scorpion. No patient affect.

Manufacturer narrative:
Complaint confirmed, the fixed jaw was found to have broken off. The fragment was not returned. A likely cause of the event is user-applied mechanical forces.